Event description:
It was reported that two months post implant, the atrial lead had high thresholds and no capture at high outputs. The lead was inactivated at that time and now has been capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr01 ipg, (B)(6) 2007. (B)(4).